Event description:
As reported: the patient's aneurysm was measured via 3d imaging, showing an aneurysm width of 2.5 mm, height of 2.7 mm. After repeated measurements, the fred2520 stent was selected for implantation. However, when attempting to enter it into the microcatheter, the stent was found to have detached. The procedure was completed successfully after replacing it with a product of the same model. There was no patient injury and no medical or surgical intervention performed. The patient status is ¿fine¿. When the device was received and analyzed, it was found that the microcatheter had exposed braid protruding into the lumen and a damaged ptfe lining at the proximal end.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion the investigation found the microcatheter returned with a stent detached in the hub, which is consistent with the condition described in the reported event. The stent was retrieved and found entangled in a wire consistent with the microcatheter lumen coil. Further investigation of the microcatheter found exposed braid protruding into the lumen and damaged ptfe lining at the proximal end, which would have contributed to the stent detaching as it was attempted to be inserted during the procedure. The stent was disentangled and loaded onto an in-house pusher with an in-house introducer for functional testing. The stent was advanced into an in-house microcatheter and deployed without resistance or premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the ptfe and lumen coil damage, but the damage is consistent with attempting to insert a stent into the defective microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid, but this condition is consistent with a deviation in the manufacturing process which will be addressed per the quality system process. A CAPA has been initiated.